Event description:
New information received august 10, 2017 stated that episodes of post-paced t-wave oversensing was seen via merlin.net transmission. The device was programmed. The patient was doing well.

Event description:
It was reported that an asymptomatic patient presented via merlin.net transmission showing non-sustained right ventricular oversensing due to post-paced t-wave oversensing. The patient did not receive therapy during the oversensing. The physician elected to make programming changes to the device. The patient is doing fine with the device reprogramming changes.